Event description:
The clinician reports, that the implant was inserted (B)(6)2016 in fdi 11 of the patient's mouth. On (B)(6)2018, loss of osseointegration of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility and swelling. No further patient complications were reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: bone qlty type IV, trauma / accident.